Manufacturer narrative:
Pathology results are not available, as confirmed on 14 january 2016. Batch review performed on 01 february 2016. (B)(4). On 04 february it was prepared a final report with the information submitted in this initial report. On 04 february the report was sent to the initial reporter and the case was closed.

Event description:
The patient presented with signs of infection. The surgeon revised the head and liner and performed irrigation and debridement. The surgery was completed successfully. The explants will not be returned. There are no x-rays available.